Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 the patient was in clinic and stated the pump pocket site was very painful especially when they are "bumped into" and the pain was a new pain over the pump pocket. The patient also reported no pain control with pump therapy. The patient stated they were told 3 years ago that it could not be moved. The patient stated that is not the case now, and it can be moved. The patient stated they would rather have it removed. The pump was reprogrammed on (B)(6) 2017, (B)(6) 2017, and (B)(6) 2017. On (B)(6) 2017 the patient stated the pain at the pump pocket site was an ongoing problem. On (B)(6) 2017 and (B)(6) 2017 the patient reported the same symptoms. On (B)(6) 2017 the pump was explanted/not replaced. The device disposition was returned to manufacturer. On (B)(6) 2017, surgical abandonment/capped of the catheter occurred where the catheter was tied off and device disposition was remains in patient. The outcome of the event resolved without sequelae on (B)(6) 2017. The clinical diagnosis was increased pain over the pump site and therapy not helpful. The patient's weight was (B)(6). The etiology of the pain at the pocket site indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was unlikely related. The etiology of the therapy not helpful/not pain control with pump indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device track was the pump pocket. The event date was (B)(6) 2017. No further complications were reported/anticipated.